Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received a single inappropriate shock while mountain biking. It was suspected that the therapy was delivered due to over-sensed myopotential noise and decreased r-wave amplitude measurements. The patient was seen in-clinic where the physician optimized the device in the primary sensing vector, and it was advised that the patient should avoid extreme sports. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.